Event description:
It was reported that the customer received a button error alarm. It was also reported that the numbers on the insulin pump scroll without any input from the customer. The customer also stated that the up and down buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 167mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
All buttons functioning properly. However, found moisture on keypad traces. No button error alarm during testing. No unexpected numbers ramping during testing. The insulin pump was received with normal operating currents. No unexpected weak battery alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.